Event description:
The customer's father reported that the insulin pump had a button error alarm. The customer did not recall any significant events leading up to the button error alarm. Blood glucose level at the time of the incident was not provided. The device will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.